Event description:
It was reported that as the patient was being prepared for deviced changeout, an alert was displayed that there was possible circuit damage. After a capacitor maintenance was performed, the device went into hardware reset.

Manufacturer narrative:
Na